Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. The patient underwent surgical intervention to replace the lead. Additional information from the field representative revealed that the lead had dislodged. When trying to reposition, the lead exhibited retraction issues, so the physician decided to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.